Event description:
The pump was replaced due to battery depletion. The catheter was removed due to a break, tear or hole. There was no patient injury. No symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Results code other = catheter. See scanned page.